Event description:
It was reported that multiple intermittent cartridge alarms occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer changed infusion set and cartridge to address the elevated bg and successfully resume insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.